Event description:
The hosp reported that a resuscitator was obtained for use, when the polybag was opened, the mask was missing. The hosp reported that the resuscitator was replaced and the case was continued. The hosp reported 5 incidents of missing masks. The hosp also reported that for each incident there has been no pt harm or injury.